Event description:
Right subclavian port stopped working. Removed on 3/6/2000 in the operating room with embolized fragment of catheter in right ventricle extracted via catheterization in angiography suite.